Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous nephrostomy drainage catheter placement procedure, the thread was allegedly digressed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photo shows the clinician holding the catheter in which the locking string was noted, and no anomalies were noted in the provided photo. Therefore, the investigation is inconclusive for the reported pigtail string complete break issues as the provided evidence is not sufficient to confirm the reported events. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous nephrostomy drainage catheter placement procedure, the sure-loktm thread was allegedly digressed. The procedure was completed using another device. There was no patient contact.